Manufacturer narrative:
Inspected 1 opened/used sensor and found sensor cannula retracted inside of the sensor. The insulin pump was unable to confirm if customer received sensor damage due to customer returning it opened/used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a sensor error alarm after two hours. While pulling the sensor out, the electrode was found half its original length. Customer's blood glucose level was 5.7 mmol/l. The device was not returned.